Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during surgery, they noticed that the lens damaged when opened/prior to use. It was also stated as frequent. There was patient contact while iol was being inserted. The procedure completed on the same day. Additional information has been requested and received stating that the lens had a scratch. There was no patient harm. Symptoms resolved. Procedure was completed with an another lens.

Manufacturer narrative:
Additional information has been provided in d.10, h.3., h.6., and h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause could not be determined for the reported complaint. The product was not returned. A root cause cannot be determined without physical evaluation of the product. It is unknown if the lens was implanted. The lens was initially indicated as damaged when opened. The returned questionnaire indicated the lens was implanted and had a scratch. Due diligence has been performed in an attempt to obtain further information on this event. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).